Manufacturer narrative:
Physio-control further evaluated the customer's therapy pcb assembly and confirmed that the pcba was unable to charge and unable to deliver therapy. This issue was due to a short from pins 1 to 13 of diode, designator cr30.

Event description:
The customer contacted physio-control to report that their device experienced a non-critical issue. Upon further investigation, physio-control observed that the device was unable to charge. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported non-critical issue. Physio replaced the device's therapy pcb assembly. After unrelated repairs were completed and proper device operation was observed through functional and performance testing, the device was returned to the customer for use. When physio was further evaluating the removed therapy pcb assembly, they observed that it was unable to charge. Further cause was not determined.

Event description:
The customer contacted physio-control to report that their device experienced a non-critical issue. Upon further investigation, physio-control observed that the device was unable to charge. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.